Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 7.5, 4.4, lab inr: 3.3. Time between inratio testing was minutes. Time between inratio results and lab test was about an hour. Patient's therapeutic range = 3.0-4.0.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio results: 7.5, 4.4, ref: 3.3, mean: 5.07, confidence limits: na. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Inratio precision data provided by end-user lot: date: (B)(6) 2012, first inr: 7.5, second inr: 4.4, mean: 5.95, sd: 2.19, percent cv: 36.84. Since percent cv is more than 20 percent, the precision test failed the criteria for precision. Additional investigation is required. No product associated with the complaint was expected to be returned. In-house therapeutic donor testing was performed on reported lot 266050 on (B)(6) 2012. Results as follows: donor: 205, inratio results: 3.3, 3.5, 3.5, reference: 3.79, bias threshold: 2.79 - 4.79, percent cv: 3.36. Donor: 206, inratio results: 3.2, 3.2, 3.6, reference: 3.55, bias threshold: 2.55 - 4.55, percent cv: 6.93. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced percent cv less than 16 percent. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Analysis of the client's data from repeat inratio test revealed that test results did not meet precision criteria. Root cause could not be determined. No product was expected to be returned, in-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on 04/11/2012, one hundred and forth three (143) discrepant result complaints were reported for lot number 266050 yielding a complaint rate of 0.1117 percent. Action threshold (>0.07 percent) has reached. Strip lot in complaint has strip cod f18sr which brick lot number 257198 was assigned and packaged into strip lots (266050, 266051). One hundred and fifty tow (152) total discrepant complaints have been reported for lot number 266050, 266051 yielding a complaint rate of 0.045 percent. Due to this low occurrence rate, below the total complaint action threshold of 0.07 percent, corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.